Manufacturer narrative:
Investigation: lot number: hcg9070086, expiration date: 06/2011. Control lot: 20miu/ml hcg urine lot: hcg090304-02, 100miu/ml hcg urine lot: hcg090521-01, 284.1ml hcg urine lot: hcg091015-03. Summary of results: the retention devices meet qc specification. Correct positive results were observed when tested with 20miu/ml hcg urine control at 3 minute read time. (N=5). The 100miu/ml hcg urine control yielded clearly positive results at 3 minute read time. (N=5). The 284.1/ml hcg urine control yielded clearly positive results at 3 minute read time. (N=3). Conclusion: from retain testing with in-house control, the client's result was not replicated; the product performed as expected. Verified the product number, product description, lot number and batch record. No abnormal results were found. Product was returned and tested; lot number: hcg9070086, expiration date: 06/2011. Control lot: 20miu/ml hcg urine lot: hcg090304-02, 100miu/ml hcg urine lot: hcg090521-01, 264 iu/ml hcg urine lot: hcg091015-04. Summary of results: the return devices meet qc specification. Correct positive results were observed when tested with 20miu/ml hcg urine control at 3 minute read time. (N=3). The 100miu/ml hcg urine control yielded clearly positive results at 3 minute read time. (N=3). The 264iu/ml hcg urine control yielded clearly positive results at 3 minute read time. (N=2). No corrective action required at this time as no product deficiency was established.

Event description:
Caller reported a potential false negative urine hcg pregnancy test result. Pt presented to ed with cramps and kidney pain. Pt had run a home pregnancy test (unk brand). Pt insisted she was pregnant and a serum qualitative test was run with positive results. A serum quantitative test was run on a dade rxl with an hcg result of 40ng/ml. Customer stated that 0-25 = negative and 5-50 = 1 week gestation range. Exact date of last menstrual period is unk and pt is not on any medications. No sample is available for return to biosite for testing.